Event description:
It was reported vascular access nurse stated she ran into a patient today that she placed a PICC in on (B)(6) PICC was trimmed to 41cm. Patient told her when home health nurse removed the line, she thought it looked short so she saved removed PICC. Patient then went to ER and then ended up having 20cm removed from her via ir. They also emailed this description retained PICC after PICC removal. It is unknown if ir kept fragment, patient reports having portion that the home health nurse removed at home. Regarding her complication, she required an invasive procedure and additional medication.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.